Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Low bg cause was not known. Customer consumed glucose tablets and carbohydrates to initially address bg. The customer was admitted to the emergency room (ER) where healthcare providers administered intravenous fluid to treat the low bg. The customer was released with the issue resolved and no permanent damage. Customer consulted with healthcare provider and updated the basal rate to address the event.